Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or defects were observed in the fluid path or needle mechanism that would inhibit the soft cannula from properly inserting into the infusion site. A root cause for the reported not properly inserted cannula could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin after investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose (bg) level reached around 300 mg/dl while wearing the pod between 1 and 4 hours. Due to elevated bg levels and the pod leaking, patient was unsure if cannula had properly inserted in the infusion site (abdomen); upon removal, the cannula was also found to be bent. As treatment, a new pod was applied.